Event description:
The pump was returned for investigation. Evaluation revealed that the pump was opened and the force sensor shim was found to be shifted. This report is made based on results of investigation completed on (B)(6) 2012.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(6) 2012 with the following findings: evaluation revealed that the pump was opened and the force sensor shim was found to be shifted. There were pump not primed warnings observed in the black box and the force did not reach zero. The force sensor did not detect correct force.